Event description:
It was reported that the pt had no stimulation sensation for the past 3 weeks. It was noted that she had to catheterize herself 6 times during that period and had a urinary tract infection. The pt settings were 7.6 volts on program 1 and the stimulation was confirmed to be on. Additional info was requested.

Event description:
Follow up information received reported that the patient had their neurostimulator replaced this month ((B)(6) 2011). If additional inf ormation becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).